Event description:
It was reported that pump displayed malfunction alarm code 9 with a specified fault ID, and caller stated that no notable events occurred before the issue while choosing not to share whether blood glucose exceeded a specific level. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction appeared again, which caller acknowledged and understood.